Event description:
It was reported that there was noise, oversensing, and high short interval counts (sic) on the right ventricular (rv) lead. It was also noted that there were episodes of inhibited ventricular pacing (vp). Inhibition of vp occurred due to oversensing of the rv lead during vp. The patient mentioned dizziness as a related symptom. A right ventricular (rv) lead fracture or electromagnetic interference (emi) was suspected. Additionally, there was also noise present on the right atrial (ra) lead. A chest x-ray showed that the rv lead was "pulled small or large". Since atrial and ventricular noise was found using the egm, the sensing sensitivity was reprogrammed from 0.9mv to 2.1mv (sensed r-wave 9.1mv). The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5054-58, implanted: (B)(6) 2010. (B)(4).